Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was erosion and infection, and the implantable pulse generator (ipg) was reprogrammed. Approximately three days later, the ipg was explanted, a capsulectomy was performed and the leads were partially removed. A leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.